Manufacturer narrative:
Analysis of the lead ((B)(4)) found that the lead body conductor was broken due to overstress damage.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0mmm6, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient no longer felt stimulation, even when turning the amplitude up to 8.5 volts on all programs. While in surgery on (B)(6) 2015, it was discovered that the lead was broken and part of the lead was stuck in the battery. The patient had a fall that led to the event, but the patient did not remember the date of the fall. The physicians assistant (pa) checked all four programs and determined that the lead need to be revised. The health care professional (hcp) replaced the lead and put in a new battery. The date was unknown when these programs were checked. The issue was resolved at the time of the report. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.